Event description:
It was reported by the customer that a pyxis medstation es remote manager system fridge door lock was broken. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that smart remote manager fridge door was broken. A field service engineer reattached door hasp on refrigerator to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.